Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported device damaged by another device, material separation, foreign body in patient and medical intervention appears to be related to operational context. In this case, it is likely that the device damaged by another device, material separation, foreign body in patient and medical intervention is due to patient anatomical morphology and/or patient disease state; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal left anterior descending artery (lad) from the lad ostium to the mid lad. Three to four low speed treatments were performed. A calcium nodule was present in a tortuous, bent segment in the mid lad. During one low speed treatment, the oad crown jumped and perforated the mid lad. At the same time, the viperwire guide wire fractured at the distal lad. It was indicated the oad did not cause the viperwire fracture as it did not contact the spring tip, but it did lead to the fracture. Around 60 millimeters of the guide wire remained in-vivo. Despite multiple snare attempts and wire entangled techniques used in an attempt to retrieve the fractured component, the fractured component remained in-vivo. The perforation was managed with an abbott graft master. The lad was re-dilated with a cutting balloon and nc balloon. The procedure was complete by deploying three stents in the lad. The patient was in stable condition. In the physician's opinion, the calcific nodule at the bend cause the guide wire to fracture.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal left anterior descending artery (lad) from the lad ostium to the mid lad. Three to four low speed treatments were performed. A calcium nodule was present in a tortuous, bent segment in the mid lad. During one low speed treatment, the oad crown jumped and perforated the mid lad. At the same time, the viperwire guide wire fractured at the distal lad. It was indicated the oad did not cause the viperwire fracture as it did not contact the spring tip, but it did lead to the fracture. Around 60 millimeters of the guide wire remained in-vivo. Despite multiple snare attempts and wire entangled techniques used in an attempt to retrieve the fractured component, the fractured component remained in-vivo. The perforation was managed with an abbott graft master. The lad was re-dilated with a cutting balloon and nc balloon. The procedure was complete by deploying three stents in the lad. The patient was in stable condition. In the physician's opinion, the calcific nodule at the bend cause the guide wire to fracture.